Manufacturer narrative:
Investigation summary: bd received one sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter- plastic was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter- plastic with the incident lot was observed. There is a loose piece of hemogard closure material in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter- plastic . Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer's report: "plastic foreign matter was found inside the tube."